Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose was 400 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.